Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted for sterilization. The doctor reported that patient had essure for several years and was done by different doctor. This doctor did perform a hysterectomy on patient on an unknown date because patient complained of pain and heavy bleeding. No additional information was provided. Ptc investigation result received on 05-aug-2015 .(B)(4). Final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed and spontaneous case report refers to a female patient of unspecified age, who had essure (fallopian tube occlusion insert) inserted and presented pain and heavy bleeding. The reported events led her to a hysterectomy. These events, seen as pelvic pain and genital bleeding are serious due medical importance and required intervention and listed in the reference safety information for essure. During essure use, pelvic pain and genital bleeding may occur. In this case, the physician performed a hysterectomy because patient complained of pain and heavy bleeding. Considering available information and their nature, the reported events are assessed as related to essure use and since an intervention was required, this case is regarded as incident. The technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information has been requested.

Manufacturer narrative:
Follow up information received on 04-nov-2015: the required number of follow-up attempts have been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this medically confirmed and spontaneous case report refers to a female patient of unspecified age, who had essure (fallopian tube occlusion insert) inserted and presented pain and heavy bleeding. The reported events led her to a hysterectomy. These events, seen as pelvic pain and genital bleeding are serious due medical importance and required intervention and listed in the reference safety information for essure. During essure use, pelvic pain and genital bleeding may occur. In this case, the physician performed a hysterectomy because patient complained of pain and heavy bleeding. Considering available information and their nature, the reported events are assessed as related to essure use and since an intervention was required, this case is regarded as incident. The technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is not expected.